Manufacturer narrative:
The returned device was evaluated and the needle mechanism was observed to be partially deployed, with the linkage assembly partially extended, and formed needle visible past the bottom housing window. The exposed portion of the soft cannula was not visible. Upon opening the pod, it was observed the needle mechanism fired into the environmental seal indicating an incorrectly install chassis subassembly. This lead to damage to the formed needle and the soft cannula to be scrunched within the pod. The data shows that the pod was deactivated after completion of second prime. The exact timing and cause of the needle deployment could not be determined. It could not be conclusively determined whether the incorrectly installed chassis subassembly contributed to the reported needle deploying early.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone17.2 cgm sensor type: g7.

Event description:
A patient reports while activating a pod the needle mechanism had deployed prior to placement at the pod infusion site. The pod was not worn.